Event description:
A customer contacted physio-control to report that their device was charging to provide shock to a patient, when their device powered off unexpectedly. As a result, there was a delay in defibrillation therapy of 30-60 seconds. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. The battery used during the event was manufactured in 2013; physio recommends to replace the battery every 2 years. After replacing the battery pins and power pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to the aging battery pack.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was charging to provide shock to a patient, when their device powered off unexpectedly. As a result, there was a delay in defibrillation therapy of 30-60 seconds. There were no reports of adverse effects to the patient as a result of the reported issue.